Event description:
It was reported the patient had been previously brought in to have the scs ipg pocket washed out due to infection. Date of the event was not known at this time.

Manufacturer narrative:
Device history record was performed to review and conform the sterility of the implanted system. Based on the documents reviewed, the source of the infection remains unknown.